Manufacturer narrative:
Concomitant medical products: constrained liner with constraining ring 28 mm i.d. Size jj for use with 54 mm o.d. Size jj shell; item#: 00875801128; lot#: 63828257. The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on right side and underwent revision surgery due to dislocation.

Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that product was implanted on (B)(6) 2020 and patient experienced a hip dislocation on (B)(6) 2020. Patient underwent revision surgery on (B)(6) 2020 during which the head and liner were exchanged. The stem remains implanted. Review of received data: no medical data received. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. The received pictures do not show the explanted biolox head. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that product was implanted on (B)(6) 2020 and patient experienced a hip dislocation on (B)(6) 2020. Patient underwent revision surgery on (B)(6) 2020 during which the head and liner were exchanged. The stem remains implanted. Based on the investigation the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). As no x-rays have been received, the correct positioning of the products cannot be analyzed. As the explants have not been received for an investigation, the condition of the head remains unknown. The reasons for hip dislocation are multifactorial, with contributing factors from the patient, the implant, and the surgical procedure. Possible root causes include wrong head offset choice, inadequate assembling procedure, high patient activity, inadequate information during patients counseling by surgeon leading to premature failure caused by patient behaviour, patient disregarding the limits of the device or joint laxity. In conclusion, as the cause may be multifactorial an exact root cause could not be identified. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).